Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 477 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and did receive request to rewind the insulin pump. It was unknown auto mode feature was active or not at the time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 53 and pump error 4 alarm found on (B)(6) 2021. Device passed the displacement test and self test. Successfully downloaded pump history files and traces using thus. Pump error 53 alarm (file number: 49, line number: 18354) (B)(6) 2021 at 12:00, 13:00, 14:00, 23:00,(B)(6) 2021 at 00:00, 00:10, 01:00, 01:10, 02:00, 02:10, 11:00, 11:10][(B)(6)2021 at 20:00][(B)(6)2021 at 09:00(B)(6) 2021 at 00:00, 00:10][(B)(6) 2021 at 14:00, 15:00][(B)(6)2021 at 20:00, 21:00, 22:00, 22:10, 23:00, 23:10][nov 23, 2021 at 00:00, 00:10][(B)(6) 2021 at 14:00, 14:04] and pump error 4 alarm confirmed in the history file [(B)(6) 2021 at 12:00, 23:00(B)(6)2021 at 11:00][(B)(6)2021 at 20:00][(B)(6)2021 at 00:00][(B)(6) 2021 at 20:00][(B)(6) 2021 at 14:00, 14:04] due to a hardware error. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, and pillowing keypad overlay. Pump error 53 and pump error 4 alarm confirmed due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.